Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles the patient had nasal irritation, sore throat. There are a report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect information in sections b5, d1, h2, h6.. The corrected information is reflected in this report. B. 5 section was reported incorrectly in the previous report, which correctly updated in this follow up report. D.1 section incorrectly reported as dreamstation CPAP in the previous report, which is correctly reported as dreamstation CPAP pro in this follow up report. H.2 section was marked incorrectly in previous report as device evaluation. H. 6 incorrectly mentioned 2466 (health effect - clinical code), which is correctly updated now as 2420.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged black particles in device. The patient alleged nasal/throat irritation, sore throat. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged black particles in device. The patient alleged nasal/throat irritation, sore throat. There was no report of serious or permanent patient harm or injury. On previously submitted report b5 was incorrected, which is correced/updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of black particles related to a CPAP device's sound abatement foam. The patient had nasal irritation,sore throat and repiratory issues. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection -evidence of sound abatement foam degradation/breakdown was observed in the base unit. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes,that they confirmed the presence of degraded sound abatement foam.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient had nasal irritation,sore throat. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.